Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(4). Brief description of complaint: plasmablade¿ tna - gunking - detached wire - there was excessive gunking on the tip's wire. While cleaning with the provided brush, the wire broke and detached from the device. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade¿ tna, product number: ps300-002, lot number: 0212083394, - new design. Expiration date: 24-oct-2019. Quantity returned: 1 testing performed: device packaging inspection: two returned plasmablade¿ tna adenoid tips and one handle was received inside a cardboard box within a plastic cup and a biohazard bag with plastic air cushions to fill the negative space. No original packaging was returned; therefore, it is neither possible to confirm the device information against the information listed within gch nor confirm the device that was sent back as the reported complaint device. There is a product return discrepancy as the product quantity returned does not match the populated pli information within gch as there were two adenoid tips received and not one for complaint investigation. The adenoid tips were labeled as device # 1 and device # 2 for traceability. There was no paperwork provided. Device visual inspection: device # 1 - adenoid tip # 1: the device handle was returned with two adenoid tips. The device cord and plug connector has been cut off from the device handle and was not returned. The tna adenoid tip electrode wire, plastic housing, and suction opening contain tissue and coagulum buildup, which visually relates to the reported complaint description, all other components appear in place and intact, image # 1 thru image # 6. There are minimal amounts of eschar buildup on the electrode wire, with the minor melting of the plastic housing; the electrode wire exhibits deformation and is fractured and detached from the plastic housing, however, a portion remains attached to the plastic housing. All electrosurgical devices exhibit wear during use and wear is acceptable if it does not affect the safety of the device. The efficacy of the device is not affected by the damage exhibited on the device. The device and adenoid tip were cleaned and the ¿test method procedure for adenoid tip¿ was utilized to determine if the wear of the wire electrode and plastic housing is acceptable, image # 3 thru image # 6. Acceptable damage: adenoid tip: <(><<)>(><(><<)><(><<)>)> 33% of the ¿wire square¿ is exposed. The melt-back is not wispy or stringy in appearance. Unacceptable damage: adenoid tip. The wire is no longer intact. There is excessive wire deformation and a portion of the wire is completely detached from the plastic housing. The wire has minimal support from housing or deformation in the ventral to dorsal direction during application. Insufficient cleaning, technique, and use contribute to the tissue and coagulum buildup on the electrode wire and plastic housing which can diminish device performance, compromise the plastic housing and the electrode wire and can contribute to the clogging of the suction opening. See the reference picture of an adenoid tip - new design for comparison, image # 7 and image # 8. Device # 2 - adenoid tip # 2: the device handle was returned with two adenoid tips. The device cord and plug connector has been cut off from the device handle and was not returned. The tna adenoid tip electrode wire, plastic housing, and suction opening contain excessive tissue and coagulum buildup, which visually relates to the reported complaint description, all other components appear in place and intact, image # 9 thru image # 14. There is minimal wear of the plastic housing with minor melting at the corners and the electrode wire remains intact which meets the acceptable damage requirements. All electrosurgical devices exhibit wear during use and wear is acceptable if it does not affect the safety of the device. The efficacy of the device is not affected by the damage exhibited on the device. The adenoid tip was cleaned and the ¿test method procedure for adenoid tip¿ was utilized to determine if the wear of the wire electrode and plastic housing is acceptable, image # 11 thru image # 14. Acceptable damage: adenoid tip: the wire remains intact <(><<)>(><(><<)><(><<)>)> 33% of the ¿wire square¿ is exposed. The wire still has support from the housing and does not exhibit deformation in the ventral to dorsal direction during application. The melt-back is not wispy or stringy in appearance. Unacceptable damage: adenoid tip. There is no unacceptable wear on the returned adenoid tip. Insufficient cleaning, technique, and use contribute to the tissue and coagulum buildup on the electrode wire and plastic housing which can diminish device performance, compromise the plastic housing and the electrode wire and can contribute to the clogging of the suction opening. See the reference picture of an adenoid tip - new design for comparison, image # 15 and image # 16. Functional inspection: the functional inspection portion of this complaint inspection was not performed as the complaint was confirmed via visual inspection. Lhr review: a review of the lhr for lot # 0212083394 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the complaint is visually confirmed for the clogging and gunking issue for both devices, however, for device # 1 the electrode wire is fractured and a portion is detached from the plastic housing which fails to meet the acceptable damage requirements and for device # 2 the device meets the acceptable damage requirements. This complaint will be tracked and trended within gch. Note: the returned adenoid tips are from the new design. Reference documents: 42-10-1020 rev. H - work instructions for complaint investigations - disposable devices 31-10-1370 rev. J - product specification and quality plan - tna product family 70-10-1447 rev. C - peak plasmablade¿ tna - IFU 70-10-1429 rev. C - pulsar¿ ii generator operator¿s manual 61-10-0017 rev. H - device button tactile test procedure 61-90-0700 rev. D - test method procedure for adenoid tip test equipment: the functional portion of this complaint investigation was not performed; therefore, no test equipment was utilized during the complaint investigation. Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case, while staff were cleaning the plasmablade device, the wire broke and detached from the device tip. Nothing fell into the patient and there was no impact to the patient.